Event description:
It was reported the ins had telemetry issues. An ins overdischarge was confirmed. The primary reason for the overdischarge was patient compliance. Physician mode recharges were attempted many times but the device was still not able to be interrogated or to start a regular recharge session. The pocket was very tight. It was suspected the ins had flipped. Additional information indicated the device had become overdischarged in the past (2008) and again recently (in 2009). The patient had the ins off for at least 4 months. During the attempted physician mode recharges the patient was unable to stay in the office to fully complete the cycle. X-rays were taken which indicated the device was not flipped in the pocket. Further information provided indicated it was actually the third reset for the system. It was also reported one lead had slipped down 3 vertebral bodies. The stimulator and leads were scheduled to be replaced.